Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. Functional testing noted a defective printed wire assembly (pwa). The reported problem was duplicated. The pwa was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device no longer recognizes batteries and no longer charges. There was unknown patient involvement. The device evaluation found a defective printed wire assembly (pwa).